Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) coma (diabetic) [diabetic coma] pen delivered 22 iu instead of 2 iu [incorrect dose administered by device] increased blood glucose values (hyperglycaemia) [hyperglycaemia] patient left the needle attached to the pen in between injections [product storage error] patient use the dialling clicks to estimate the dose of the insulin, patient did not attach the needle to the pen in a 180 degree angle. [Wrong technique in device usage process] case description: this serious spontaneous case from germany was reported by a consumer as "coma (diabetic)(diabetic coma)" beginning on 17-jan-2024, "pen delivered 22 iu instead of 2 iu(incorrect dose administered by device)" with an unspecified onset date, "increased blood glucose values (hyperglycaemia)(hyperglycemia)" beginning on 17-jan-2024, "patient left the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "patient use the dialling clicks to estimate the dose of the insulin, patient did not attach the needle to the pen in a 180 degree angle.(wrong technique in device usage process)" with an unspecified onset date, and concerned a 70 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart) from unknown start date to 18-jan-2024 for "drug use for unknown indication", patient's height: 178 cm patient's weight: 77 kg patient's bmi: 24.30248710. Dosage regimens: novopen 6: fiasp: not reported to 18-jan-2024; current condition: type 1 diabetes mellitus. (Since: 1989) concomitant products included - candesartan on 17-jan-2024, the patient woke up at 5 am in the morning and his glucose sensor dexcom g6 displayed blood glucose (blood glucose) values over 200 mg/dl. Therefore he wanted to inject 2 iu insulin. The patients's novopen 6 delivered 22 iu instead of 2 iu, which he did not notice and fell into coma and his wife had to call an emergency doctor. He was admitted to the intensive care unit at the hospital. The patient was discharged on the same day. From an unknown date, patient left the needle attached to the pen in between injections and uses the dialling clicks to estimate the dose of the insulin, did not attach the needle to the pen in a 180 degree angle. Patient stores the insulin at room temperature 20-25 °c. Patient changed to pre-filled pen instead of novopen batch numbers: novopen 6: mvg8y42 fiasp: requested action taken to fiasp was not reported. On 17-jan-2024 the outcome for the event "coma (diabetic)(diabetic coma)" was recovered. The outcome for the event "pen delivered 22 iu instead of 2 iu(incorrect dose administered by device)" was not reported. On 17-jan-2024 the outcome for the event "increased blood glucose values (hyperglycaemia)(hyperglycemia)" was recovered. The outcome for the event "patient left the needle attached to the pen in between injections(device stored with needle attached)" was not reported. The outcome for the event "patient use the dialling clicks to estimate the dose of the insulin, patient did not attach the needle to the pen in a 180 degree angle.(wrong technique in device usage process)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo." References included: reference type: e2b company number reference ID#: (B)(4). Reference notes:

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) diabetic hypoglycaemic coma [hypoglycaemic coma] pen delivered 22 iu instead of 2 iu [incorrect dose administered by device] increased blood glucose values (hyperglycaemia) [hyperglycaemia] patient left the needle attached to the pen in between injections [product storage error] patient use the dialling clicks to estimate the dose of the insulin, patient did not attach the needle to the pen in a 180 degree angle. [Wrong technique in device usage process] case description: this serious spontaneous case from germany was reported by a consumer as "diabetic hypoglycaemic coma(diabetic hypoglycaemic coma)" beginning on 17-jan-2024, "pen delivered 22 iu instead of 2 iu(incorrect dose administered by device)" with an unspecified onset date, "increased blood glucose values (hyperglycaemia)(hyperglycemia)" beginning on 17-jan-2024, "patient left the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "patient use the dialling clicks to estimate the dose of the insulin, patient did not attach the needle to the pen in a 180 degree angle.(wrong technique in device usage process)" with an unspecified onset date, and concerned a 70 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin as part) from unknown start date to 18-jan-2024 for "drug use for unknown indication", current condition: type 1 diabetes mellitus, hypoglycaemic unawareness. On an unknown date the patient blood glucose (blood glucose) at the time of event was 170 (units not reported). On 17-jan-2024, patient woke up at 5 am in the morning and his glucose sensor dexcom g6 displayed blood glucose (blood glucose) values over 200 mg/dl. Therefore he wanted to inject 2 iu insulin. The patients's novopen 6 delivered 22 iu instead of 2 iu, which he did not notice and this almost caused death and experienced diabetic hypoglycaemic coma and his wife had to call an emergency doctor. He was admitted to the intensive care unit at the hospital. The patient was discharged on the same day. The patient had last main meal prior to the event at 6 pm. Batch number of fiasp was unknown on 17-jan-2024 the outcome for the event "diabetic hypoglycaemic coma(diabetic hypoglycaemic coma)" was recovered. Investigational result name: novopen 6, batch number: mvg8y42 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed dose size. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Name: fiasp, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case was updated with the following investigation result added imdrf code added relevant fields updated in EU/ca tab device field updated (malfunction and is non-reportable) medical history updated event diabetic coma was updated to diabetic hypoglycaemic coma lab data updated in device addendum tab imdrf e codes were updated narrative updated accordingly this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number reference ID#: de-novoprod-1208674 reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00086 reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 18-jun-2024: the suspected device novopen 6 has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 6 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of diabetic hypoglycaemic coma. Patient's elderly age group (70 years) is a risk factor for development of diabetic hypoglycaemic coma. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of fiasp. H3 continued: evaluation summary name: novopen 6, batch number: mvg8y42 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed dose size. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.